Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with (B)(4) for suspect device in coaguchek xs system. No patient information provided.

Event description:
Caller reports that during a correlation study the following coaguchek s / coaguchek xs results were obtained: patient #1: 1.1 inr / 1.8 inr, patient #2: 1.5 inr / 2.0 inr, patient #3: 1.9 inr / 2.7 inr, patient #4: >8.0 inr/ 5.1 inr, patient #5: 1.7 inr / 2.2 inr. For all patients, no treatment information provided. No adverse event reported. Requested return of suspect system and replacement sent.